Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the missing glue on the forceps cover and probe screws and peeling glue on the pink probe could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope. " olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The technician found the distal end cover was missing adhesive at the forceps cover, probe screws, the probe unit and the probe is loose. Also, the customer's reported issue was confirmed as the biopsy channel was blocked as test forceps and brush could not pass through the biopsy channel due to blockage. Once the blockage was removed, the brush and forceps passed through the channel appropriately. Additionally, the bending section cover glue was peeling and the insertion tube was excessive buckled/kinked just below the protective boot cover below from the control body. The angulations are below specifications with play from the control knobs. The olympus name plate was detached from the scope cover. The water port is loose. A review of the repair history indicates the scope was last serviced via repair on november 5, 2020 for a loose water port. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus service center (oci) was informed that the customer evis exera ii ultrasound gastrovideoscope was returned for repair for a reported ¿stent stuck inside¿ that was observed during reprocessing. During inspection and testing, the technician found the distal end cover was missing adhesive at the forceps cover, probe screws, the probe unit and the probe is loose. No patient injury or harm was reported to olympus.